Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip of the jaw on the vaso view hemopro came off. Nothing fell into the pt. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that there were multiple cracks on the silicone boot on the cold jaw. The boots displayed evidence of heat related damage consistent with activation of the device while the jaws are in direct contact. While we were unable to conclusively determine the root cause, this problem is consistent with an improper insertion of the tool into the cannula. Based upon the eval results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal corrective action ((B)(4)) issued for this failure mode. (B)(4).